Event description:
It was reported that during an implant attempt, the guide wire became stuck in the left ventricular [lv] lead. The lv lead and guide wire were removed; a different lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. All conductors were distorted and there was blood/body fluid (not obstructed) on all conductors. The guidewire was stuck in the lead and the lead was damaged at implant.